Manufacturer narrative:
Additional information: d10, h3, h6, h10. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of shoulder, wrist and thumb pain with ER visit and hospital admission with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the patients presenting symptoms to the ER and subsequent death and the utilization of the liberty select cycler, pd therapy or other fresenius product(s). It is unknown when the patients last pd treatment utilizing the liberty select cycler occurred. No cycler issues were reported prior to the adverse event. The pdrn reported that this patient had a lot of health issues (unspecified). It is unknown if those health issues caused or contributed to the patient death. Long-term survival rates are poor in end stage renal disease, with only 11% of pd patients surviving past 10 year. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patients event of shoulder, wrist and thumb pain with ER visit and hospital admission with subsequent death.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away at the hospital. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). Based on evidence of a cassette in the liberty select cycler, the patient was most likely in pd treatment on cycler in the early morning hours of (B)(6) 2020 when he went to the local emergency room (ER). The patient presented to the ER with complaints of shoulder, wrist, and thumb pain. The patient was admitted (unknown admitting diagnosis) to the hospital. The patient subsequently expired on (B)(6) 2020. It is unknown if the patient was completing pd therapy during the hospitalization. The cause of death is unknown. The patient had not reported any issues with the liberty select cycler prior to death. The pdrn did report that the patient had a complex health history but did not provide specific details. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.